Manufacturer narrative:
(B)(4). H6 device code(s) 3191: patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the previous sensor session was continuing. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined via data. Additionally, an early sensor expiration due to a stale start command was observed in data. No injury or medical intervention was reported.